Event description:
The customer reported to olympus, the leak tester did not work. The cord pops out of the maintenance unit. The issue was found during reprocessing. Inspection and testing of the returned device found the power switch was broken. There was no patient involvement. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found loose air gauge due to worn out connector socket. There is no air shown on air guage due to damaged air joing unit with it's front part broken off. Power switch at front was damaged with cracked protective cover and its' plastic cap was torn. Four suction feet at the bottom had weak suction force. The top cover had deep paint scratches. All other functions tested ok. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the reported issue was confirmed, the protective cover of the power switch is cracked. However, the specific cause of the cracked protective cover could not be established at this time. Olympus will continue to monitor field performance for this device.